Event description:
Reporter noted problems with irrigation and tip heating up. Corneal burn and posterior caspule tear occurred. Anterior vitrectomy performed. Changed handpiece; changed cassette, then changed systems. Sutured wound to close. Cancelled remainder of cases.